Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the "keyboard" does not work and would not respond to commands. There was no patient involvement as this was found during routine testing.